Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device was used on a patient in the night from (B)(6) 2018. The device turned off two times in a row. The device generated an permanent alarm tone so the user got aware of the problem. The display faded and seemed freezed. The patient was manually bagged. The device was restarted (off / on). After the restart it turned off again. Consequently the device was replaced. No consequences for the patient reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The evita 4 was investigated in the repair center in lubeck. The described behavior was confirmed. During testing the device, sporadic warmstarts were generated. After the warmstarts a faulty display was recognized, what points towards a faulty pcb graphic controller at the control unit. The logfile analysis showed that, other than reported, the ventilation continued as set after the reported warmstart. During a warmstart the evita powers briefly off and on again, accompanied by an alarm. The airway system is opened to allow for spontaneous breathing. After the booting sequence, which takes about 8 seconds, the ventilation continues with the parameters as set. The faulty pcb graphic controller was replaced, the evita 4 can be put back into operation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.